Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited low out of range pacing impedance measurements and high pacing thresholds on the left ventricular channel. It was clarified that the patient experienced an unrelated trauma at the time that the abrupt changes on the impedance and thresholds appeared. Which could explain the sudden changes. Further evaluation of the system and patient were discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.